Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was returned and passed all testing including internal inspection of cabling and assemblies. The device log was reviewed and battery calibration advisories were identified. This suggests the battery state of charge may have been a factor in this customer report but could not be confirmed. The battery was not returned to zoll for evaluation. The investigation was reviewed with this customer. The device was recertified and returned to the customer. No trend is associated with reports of this type.